Event description:
It was reported that the patient had a granuloma at the catheter tip, and a catheter revision was done. The patient had symptoms of increased spasticity. The catheter intervention was reported as ''capped/abandoned/partially removed'' and revised catheter was ''placed into ventricle'' on (B)(6) 2012 according to reporter, however, manufacturing device registry reported (B)(6) 2012, so it was unclear which date was accurate for revision. The medication in the pump was gablofen. Patient status was reported as ''no injury/no adverse event.'' Additional information has been requested however was not available at the time of this report.

Manufacturer narrative:
F(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n164698; product type accessory. Recall - the company received reports of inflammatory mass formations at or near the distal tip of intrathecal catheters which infuse opioids, baclofen, or chemotherapy drugs into patients.